Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not cut and the aspiration worked intermittently during a cataract-vitrectomy procedure. The product was replaced and the procedure was completed with no harm to the patient. The product sample was reported as available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is (B)(4).

Event description:
Additional information received indicating there was no patient contact with the device.